Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. This report is for a unknown guide wire and lot number. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during surgery. The surgeon was placing the drill bit over the guide wire, the guide wire bent causing the drill bit to break at the tip. The surgeon did not retrieve the piece of the drill bit. However, there was a 15 minute delay in surgery. The surgery was successfully completed. No further information was provided. This report is 2 of 2 for (B)(4).